Event description:
The customer reported that when the system does not xray. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the system and found a fuse blown in the workstation power distribution board. He replaced the board and performed generator calibrations. The system operates as intended.